Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that : "during a recent use of the broken screw removal kit, the tip of the 2.5mm left-turn conical extractor (ref. 1806-6169) broke off." 11/18/2024 - additional information received: breakage of the extractor occurred during surgery. Procedure completed with decision to leave screw body in bone without screw head previously removed by milling. No patient impact, no consequences for the patient as the prominent (and painful) screw head could be removed. No delay in surgery, quick decision to leave the screw body in the bone.

Event description:
It was reported that: "during a recent use of the broken screw removal kit, the tip of the 2.5mm left-turn conical extractor (ref. 1806-6169) broke off." 11/18/2024 - additional information received: breakage of the extractor occurred during surgery. Procedure completed with decision to leave screw body in bone without screw head previously removed by milling. No patient impact, no consequences for the patient as the prominent (and painful) screw head could be removed. No delay in surgery, quick decision to leave the screw body in the bone.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.